Event description:
It has been reported that the probe was placed on sunday, and was functioning properly until the following morning, at which time the monitor lcd read "card orientation incorrect please reinsert". The card was reinserted several times with different orientation without success. The monitor was also intermittently displaying "licox-cmp". The lcd monitor is now blank.

Manufacturer narrative:
To date the involved device has not been received for evaluation. An investigation has been initiated based on the reported information.